Manufacturer narrative:
Concomitant medical products: product ID 3708120, serial# (B)(4), implanted: (B)(6) 2012. Product type: extension: product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 3708120, serial# (B)(4), implanted: (B)(6) 2012. Product type: extension: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2012. Product type: extension: product ID 37702, serial# (B)(4), implanted: (B)(6) 2012. Product type: implantable neurostimulator: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2012. Product type: extension: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2007. Product type: lead: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2007. Product type: lead: product ID 37713, serial# (B)(4), implanted: (B)(6) 2007. Product type: implantable neurostimulator. (B)(4).

Event description:
It was reported there was an end of service (eos)/end of life (eol) message. It was stated the implantable neurostimulator (ins) depletion was assumed normal and was planned to be replaced on (B)(6) 2013. It was reported on (B)(6) 2013 longevity calculation was performed. Results were eri:17.99 months, eos: 20.99 months. It was reported on (B)(6) 2013 the eos was normal and the patient was doing ¿excellent¿ and had effective therapy. It was determined on (B)(6) 2013 the ins battery depletion was premature. It was reported on (B)(6) 2013 the eos occurred on (B)(6) 2013 and elective replacement indicator (eri) occurred on (B)(6) 2013.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received regarding the event. It was reported that the battery "failed" after having it for less than 1 year. It was clarified that the ins had stopped working, and the patient no longer felt any stimulation. This was described as sudden. It was reported the event occurred in (B)(6) of 2012, with the replacement occurring in (B)(6) of 2012 as well, however device information and prior reported event suggest the date may have been incorrectly reported. It was further reported that the eos message had been reported to the manufacturer's representative on (B)(6) 2013.